Event description:
Approx 20-35 minutes into the treatment, the pt complained of shortness of breath and exhibited respiratory distress. Microbubbles were noted in the venous bloodline up to the pt's catheter with late activation of the "uabd". The pt, reportedly in near complete respiratory arrest, was disconnected, positioned on the side and administered oxygen. The pt was transferred to the ICU and intubated.